Manufacturer narrative:
B3: estimated based on the date of the literature article. Literature citation: zachwyc, j. Et al., ((B)(6) 2023). An unusual long-term follow-up of a patient with a left ventricular pseudoaneurysm after myocardial infarction. Kardiologia polska. Doi: 10.33963/v.kp.97727.

Event description:
It was reported via journal article that thrombosis occurred. A left atrial appendage closure procedure was performed and a watchman closure device was implanted. The patient was on rivaroxaban. Eight weeks post-implant, anticoagulation medication was discontinued. A device-related thrombus (drt) was identified, as shown by echocardiography at twelve weeks. The patient was re-stated on rivaroxaban. After ten months, the drt resolved. Anticoagulation medication was again discontinued, but imaging studies two months later showed a free-floating thrombus originating from the patient's pre-existing aneurysm cavity in the inferolateral left ventricular wall as well as multiple occlusions in the arteries of the right lower limb. Unfractionated heparin was administered, followed by rivaroxaban, resulting in complete thrombus resolution after seven days of treatment. Computed tomography at three months, revealed the lack of organized thrombus. The patient was kept on rivaroxaban. During the four years of follow-up, the patient remained in a good clinical condition.